Manufacturer narrative:
Technician replaced the hi low foot articulation valve to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the hi low head is drifting down. No pt impact.